Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly calcified renal shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: investigation completed on the returned device. Visual examination revealed the balloon was not folded, indicating it was subjected to positive pressure. Blood was identified in the balloon and the lumen which is evidence of a device leak. Positive pressure was applied in attempts to inflate the balloon, but the balloon could not be inflated due to the presence of solidified blood within the inflation lumen. After removal of the blood, the balloon was subjected to positive pressure and liquid was observed to be leaking from a balloon pin hole approximately 6m from the distal end of the proximal markerband. Examination of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly calcified renal shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.